Manufacturer narrative:
Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. A review of the device history record has been initiated. If any deviations or non-conformances are found, a supplemental medwatch will be submitted. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported injecting a patient with juvéderm voluma with lidocaine in the cheek and jawline. Prior to the injection, the patient was prepped with antiseptic. A few hours after the injection, the patient developed a high grade fever, continued cough and throat pain. Patient was treated with paracetamol. The fever subsided but the patient still has weakness/malaise. Patient has also been treated with amoxiclav, vitamin c and bifilac. Symptoms are ongoing and the patient remains on augmentin and anti-inflammatories. Patient had also been injected with botox prior to the juvéderm voluma injection. Prior to the injection, the patient had a mild cough. The healthcare professional noted that there was probably a sub clinical infection which flared up post injection with juvéderm voluma with lidocaine and may be indirectly related. There was a probable trigger/activation of autoimmune responses which led to the flare up. Patient is better now and the fever has settled down. Patient has been on treatment with nsaids and antibiotics.